Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-dec-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient/order was not crossing over. A technical support specialist restarted external messaging/net tcp (transmission control protocol) and net pipe, but issue persists. The tss connected to the cce console for investigation, all services are running, but the system is extremely slow in response, observed approximately 7,000 messages stuck in the queue. After rebooting the system, messages began processing from the queue as expected and event logs did not show any specific errors related to the issue. The tss found system memory usage was consistently above 90%. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, patient/orders were not crossed over. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.